Event description:
It was reported that the connector of a prismaflex m100 set c was broken which resulted in an external blood leak. This event occurred during use of the device for continuous renal replacement therapy (crrt). There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H3: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. The returned video and photograph were reviewed, and it was noted that the cone of the return male luer lock (mll) was broken. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.